Manufacturer narrative:
There was no reported malfunction or defect of the spinal rods.

Event description:
A patient was taken to the operating room to undergo correction of scoliosis and after the surgeon implanted the first rod the patient began experiencing neurological complications. It was reported that the patient lost all motor function of both lower extremities which was noted by the neurological monitoring used throughout the case. The rods were removed and the surgery was aborted. The following monday, the patient was taken back to the operating room for completion of the construct and the surgery was completed without any other event.